Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio test1: 1.7, inratio test2: 4.5. Time between testing was reported as 15 minutes. Pt's therapeutic range is 2.0 - 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2013, 1st inr = 1.7, 2nd inr = 4.5, mean = 3.10, sd = 1.98, %cv = 63.87. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Inr results from other dates were excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot 310820 on (B)(4) 2013. Results as follows: donor (B)(4), inratio: 2.2, inratio: 2.2, inratio: 2.3, ref: 3.00, bias-thresh: 2.00 - 4.00, %cv: 2.59. Donor (B)(4), inratio: 2.9, inratio: 2.8, inratio: 3.2, ref: 2.86, bias-thresh.: 1.86 - 3.86, %cv: 7.02. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided. (B)(4) discrepant result complaints were reported for lot # 310820 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)); no further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.